Manufacturer narrative:
H10: the one device is expected to be returned to bd for evaluation. The company is still investigating the issue at this time. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not yet returned.

Event description:
It was reported that during a stent placement procedure, the end cone of the delivery system allegedly broke off. It was additionally reported that the broken piece was successfully removed from the patient. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. All necessary inspections were performed throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot, in regards the problem described. Investigation summary: only the segments of the tip of the inner catheter of two delivery systems were returned. Based on samples returned the reported breakage of the inner catheter is confirmed. A definite root cause for the reported event could not be determined. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the end cone of the delivery system allegedly broke off. It was additionally reported that the broken piece was successfully removed from the patient. There was no reported patient injury.

Manufacturer narrative:
The one device is expected to be returned to bd for evaluation. The company is still investigating the issue at this time.

Event description:
It was reported that during a stent placement procedure, the end cone of the delivery system allegedly broke off. It was additionally reported that the broken piece was successfully removed from the patient. There was no reported patient injury.